Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b1, b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the device would not hold calibration and cut too deep; the control bar was not in the correct position and the device was out of calibration. The thickness control shaft and bearings were replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
As there was no confirmation of an additional skin graft taken, this is a reportable malfunction. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery on an unknown date the dermatome would not hold calibration. It was cutting too deep. No information as to whether an additional graft was required. Diligence is complete. No additional information is available. No additional consequences have been reported as a result of this malfunction.